Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a revision procedure was performed to reposition the right ventricular (rv) lead as it had dislodged. The lead was successfully revised and remains in service. No additional adverse patient effects were reported.